Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use event on (B)(6) 2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off infusion set has been used for 2 days. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.